Manufacturer narrative:
Initial reporter facility name: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a photo of the impacted set was provided. The visual inspection observe that the cone of the return male luer lock was broken resulting in the reported leak. The reported condition was verified. The cause of the reported condition is traced to the component design. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed at the luer connector on a prismaflex m100 set c during priming. The connector was tightened and the fluid leak persisted. There was no patient involvement. No additional information is available.